Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received for evaluation. Evaluation status: 5 reported events were confirmed during testing. 2 devices were found to be affected by separation of coupler component. 1 device was found to be affected by separation of coupler component and compression spring. 1 device was found to be affected by disassembly of nose tip and a missing preload adapter and wave spring. 1 device was found to be affected by disassembly of coupler pin, coupler, and coupler cover. 1 device evaluation is in progress. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 devices were received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a separated nose tip. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.